Manufacturer narrative:
The insulin pump did not have a battery when received. The insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump had minor scratches on the display window, cracked case at a display window corner, scratched reservoir tube window, and a cracked reservoir tube lip.

Manufacturer narrative:
Additional information was received that was not included with the initial report. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test.

Event description:
It was reported by the customer's spouse, that the customer passed away on (B)(6) 2014 due to natural causes. Customer was wearing the insulin pump at the time of death. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).